Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient had high blood glucose and was hospitalized ¿last tuesday.¿ the patient was reportedly treated at the hospital by health care provider. No further information was available. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. It is unknown if the insulin pump had any involvement in the reported adverse event. This complaint is being reported because a patient prescribed insulin pump therapy has experienced hyperglycemia with hospitalization.